Event description:
It was reported, the xenon light source lamp was not transmitting light. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The failure of the emergency light. However, the phenomenon ¿main lamp is not lit¿ was not confirmed, at the inspection. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.